Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause was most likely unintended use error caused or contributed to the event due pump was pulled into the aorta during flight transport. Product damage: was not established due insufficient clinical details and no product return. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was placed to support a 62 year old female admitted in with cardiogenic shock and acute myocardial infarction. The pump was placed along with ECMO. When the leg was cannulated for the ECMO there was bleeding that was treated by blood product transfusion. The patient was transported on the cp and ECMO via a med flight to the tertiary medical center. While in transport there was user damage caused and the sleeve was torn and the pump was pulled back to the aorta. This pump malpositioning was causing the leg to become ischemic. Upon admit to the tertiary center the pump was explanted and patient supported solely by the ECMO circuit.